Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. It was determined that the cause was rooted in the device's design. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure using intellanav mifi open-irrigated catheter the irrigation tubing fractured. The separation occurred where the tubing exits the proximal end of the catheter handle. They exchanged the catheter and were then able to complete the procedure without patient complications. The catheter has been received by boston scientific for analysis.

Event description:
It was reported that during an ablation procedure using intellanav mifi open-irrigated catheter the irrigation tubing fractured. The separation occurred where the tubing exits the proximal end of the catheter handle. They exchanged the catheter and were then able to complete the procedure without patient complications. The catheter has been received by boston scientific for analysis.